Event description:
Customer called on (B)(6) 2012 reporting of a leak coming from the ion selective electrode's (ise) electrolyte injection cup (eic) drain cup of a unicel dxc 800 synchron system. Customer stated that approximately 500cc of waste had leaked. Customer was wearing personal protective equipment at the time of the event and no exposure or injury was reported. No erroneous results were generated and therefore no change to patient treatment was attributed to this event. Field service engineer (fse) was dispatched and performed preventive maintenance (pm) as well as installing several parts. Repair was verified per established procedures and fse stated that the system was functioning properly and that the issue was resolved.

Manufacturer narrative:
Results: waste eic drain cup was clogged. (B)(4).